Event description:
The report stated that during a cervical neurolysis procedure using monitored anesthesia, the patient had been prepped with alcohol based solution. The patient was in a setting position, leaning forward, draped on the lower neck and below. During the procedure, there was an or fire causing a 2nd degree burn to a portion of the neck. A plastic surgeon has been called in for consultation.

Manufacturer narrative:
The hospital has indicated the pad and pencil were disposed of and declined to supply further information. The hospital was given an or fire prevention packet and arranged an in-service on the subject with the covidien representative.